Manufacturer narrative:
(B)(4). Device labeling reviewed ((B)(4) study): for seroma: for primary augmentation patients, seroma rate= 1.6%. Primary reconstruction patients= 1.0% (other complications). Swelling = 7.1%. There were no reported events of lymphoma/alcl.

Event description:
Healthcare professional reports a case of lymphoma and seroma. There is limited information available for this case after the initial investigation and there is an unlikely chance that this information will be obtained. However, if there is additional information, such as device information, implanting/explanting physician or any labs related to, but not limited to any combined results of immune-chemical, histological and cytological analysis of specimens are scientifically acceptable criteria with which to diagnose alcl the file will be reviewed and updated.